Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The mitraclip ntw grippers were able to actuate during device prep. Once in the anatomy, the grippers did not work independently during gripper orientation in the left atrium. One gripper could not lower during independent gripper actuation. The gripper was able to lower for simultaneous actuation. Troubleshooting was performed, but the clip was eventually removed. Outside of the anatomy, the gripper was checked again and it worked in unison, but not independently. A replacement completed the procedure. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.